Event description:
A malfunction was reported on the pump, which was identified by a software error. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer continued to use the pump and planned to complete the load process with a new cartridge and infusion set, declining further assistance.